Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Concomitant medical products: oss510, osseotiteâ® implant 5 x 10mm, lot number:119316. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an abutment screw fractured in the implant at tooth location #3 but could not be removed with the screw removal kit. Therefore the implant had to be removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One osseotite® implant 5 x 10mm, oss510 was returned for investigation. Visual inspection identified a fractured screw inside the implant. Based on the evaluation, device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be completed for the unknown screw since the item/lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review could not be performed for the unknown screw since the item/lot number was not provided. A definitive root cause could not be identified. Based on the investigation and risk file review, the most likely cause is parafunctional habits of the patient over the implantation period. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.